Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2014. During the procedure, the liner would not seat in the acetabular cup. Another liner was utilized to complete the procedure.

Manufacturer narrative:
Evaluation of the returned component noted very little deformation in the locking barb area. The scallops have some deformation where they were started into the shell, where interference is designed, but these markings only go part way down the scallops, indicating that they only went in a small amount. Plastic deformation can easily occur when polyethylene liners are impacted in an attempt to lock them into place. The device left biomet control conforming to print specification. The root cause for why the parts don¿t assemble remains unknown and preventive action has been initiated to address the reported issue.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.